Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. A technical investigation was not possible to be performed, as the device was not at hand for investigation. Review of incoming information it was reported that a patient underwent revision surgery ((B)(4)), during the revision surgery the cup was left inside, however a dual mobility construct, which is a competitor product,matching the acetabular component was implanted. The head was implanted on (B)(6) 2015. This product combination is not authorized by zimmer biomet. The applicable IFU states : "only authorized combinations should be used...""; ""to determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com.it is the responsibility of the user to make sure that the systems are compatible"" however, all possible causes related to the issues reported are listed in the appropriate dfmea. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is off lebel use. Zimmer biomet products were combined with a competitor product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 46/40 code f on (B)(6) 2008. An unknown head was implanted, doctor was aware of the off label use but he proceeded with the implantation. This case is related to (B)(4) were the metasul head was removed. It was also stated that the acetabular component was very stable and the removal would have violated the anterior column. The surgery was completed with a dual mobility construct matching the acetabular component. Note: as the exact date of implantation was not provided we enter the first day of the month ((B)(6) 2008).